Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the tissue bag had a burst near the distal end. Engineering's analysis has determined that it is likely that the tissue bag was exposed to forces that were greater than what the bag material was able to withstand. In the instructions for use (IFU), it is stated that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap chole- "while attempting to remove specimen in the pouch from the abdominal cavity, it broke at the distal tip on the seam". Additional information received via email from applied medical team member on (B)(6): the specimen was in the bag. It did not remain contains because the grip was on the bottom. It did not fall back into the abdominal cavity because they were able to grab it with a grasper. They finished removing the gallbladder by physically opening it up, pulling out stones and continued until they could pull it out of the abdomen. There were no instruments being used at the time. The pouch was half in and half out of the abdominal cavity. The surgeon was pulling it by hand when the bottom of the bag broke. As for the patient status they simply finished the case it did not affect the patient. Intervention- "no medical/surgical intervention necessary to preclude permanent impairment of a body function or a body structure". Patient status- "did not affect the patient".